Manufacturer narrative:
Lot#: updated to "unknown" (the original reported lot# is not valid and the correct lot# could not be obtained). Product available to stryker: updated to "no" (based on the inspection of the returned device and the confirmation from the customer, the subject device was not returned). A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. As per the additional information, the coil was confirmed to be in good condition prior to use and the device was prepared as per the dfu (direction for use). As the subject device was not returned, the as reported event cannot be confirmed. The returned microcatheter from other manufacturer was noted to be kinked towards the distal end, which may have caused or contributed to the reported event. However it cannot be determined if this was the microcatheter used to deliver the subject device. Therefore, based on the information currently available the exact cause for the reported event cannot be determined. .

Event description:
During the coil embolization procedure, it was reported that after the subject coil was successfully implanted in the aneurysm the coil migrated and the coil tail got stuck in the microcatheter. So the physician attempted to push the coil out with a wire but it did not work. Then the coil was withdrawn with the microcatheter together. However, during removal the coil was caught in the valve and then the coil got out of the microcatheter outside of the patient. No clinical consequences reported to the patient.

Event description:
During the coil embolization procedure, it was reported that after the subject coil was successfully implanted in the aneurysm the coil migrated and the coil tail got stuck in the microcatheter. So the physician attempted to push the coil out with a wire but it did not work. Then the coil was withdrawn with the microcatheter together. However, during removal the coil was caught in the valve and then the coil got out of the microcatheter outside of the patient. No clinical consequences reported to the patient.